Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power events on the mobile power unit (B)(6) was confirmed via log file review. Submitted log files revealed while connected to the mobile power unit, multiple atypical low voltage alarms, including power cable disconnect, low power advisory, and low power hazard alarms, were active throughout the log file. On (B)(6)2024 at 06:43:50, the low power hazard alarm progressed to a no external power alarm and then regressed back to a low power hazard alarm one (1) second later at 06:43:51. The low power hazard alarm clears by 06:43:54. The backup battery provided support to the system as intended from 06:43:46 - 06:43:52. The pump was able to maintain speeds above the low speed limit when the driveline was connected. Pump operation was not affected. Product was not returned for testing. Per provided information the patient thinks the ac power cord may have come loose from the wall and there was no power outage. However, a root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot the system controller for all alarms including low voltage and no external power alarms. Heartmate 3 instructions for use (rev. C) section 3- "powering the system" explains how to properly change power sources. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the system controller. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a no external power event was recorded on 13oct2024 while connected to mobile power unit (mpu) due to the power being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events, and motor function was not affected by this event. The emergency backup battery (ebb) was used to support the system during these events, and motor function was not affected by this event. The cause of the issue was thought to be the ac cord being accidentally disconnected from the wall outlet. There was no power outage at the home at the time of the event.